Event description:
It was reported on (B)(6) 2026, the patient experienced a skin irritation while wearing the electrode - pad - foam - vermed a10091 described symptoms as burning (sensation), general redness, itching, raised skin and red bumps with no open skin. The patient did seek medical attention but there was no prescribed medication. The patient reported following proper skin prep regimen and have pre-existing skin conditions. Additional information was received from patient on 17 february 2026. It was reported that patient also experienced the skin irritation symptoms following the use of the alternative wear option, electrode - pad - cloth - nissha a10042 on (B)(6) 2026. The patient contact the ordering primary care physician (pcp) that prescribed a steroid lotion. The patient stated the burning sensation occurred when the patient was showering without the sensor being applied to skin. There was no known moisture exposure while wearing the electrodes or sensor. The patient symptoms improved after removing the sensor and electrodes. Patient declined addressing specific known skin sensitives and or allergies. The patient has no known implantable medical devices. A replacement mobile cardiac telemetry (mcot) kit have been ordered for the patient to continue monitoring. No additional information was provided.

Manufacturer narrative:
It was reported the patient experienced a skin irritation described as burning (sensation), general redness, itching, raised skin and red bumps with no open skin while wearing the electrode - pad - foam - vermed a10091 and electrode - pad - cloth - nissha a10042. The electrode was unable to be inspected because it was not returned. As electrodes are intended for single use and are disposed after usage; therefore, a return of the product is unlikely. The allegation should be considered confirmed as there are images of the skin irritation and or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patients reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms: the patient is elderly and over 65 years of age and has known medical/dermatologic conditions. Additionally, instructions for use (IFU), and patient education guides (peg) provide patients with guidance and alternate wear options should skin irritation develop, including advising the patient to contact a healthcare professional as needed.